Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during the set-up for navio assisted surgery, a navio handpiece thumberscrew was noticed fractured. Then, when using a back-up screw, it was not possible to insert it to the navio handpiece tracker array. Surgery was performed with a competitor's navigation system. No delays or patient injuries reported.

Manufacturer narrative:
H3, h6: the navio handpiece thumberscrew, part number pfsr100026, intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. Care and caution should be exercised during the surgical site setup, surgery and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. Refer to the navio surgical system user¿s manual for proper handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with repeated over torquing resulting in thumbscrew shaft fracture. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.